Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose as she got insulin flow blocked. Patient was hospitalized for 3 hours where she was treated with manual insulin injection. Patient's blood glucose level at the time of hospitalization event was 439 mg/dl. The symptoms customer reported at the time of hospitalization event were other, thirsty. Patient was advised to change insulin reservoir and infusion set. No further information available.